Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that there was a device related thrombus. A left atrial appendage (laa) closure procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time, post procedure imaging showed that there was a device related thrombus present. The patient remained on anticoagulation medication in response to this event.